Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with the infusion set, which resulted in a hospitalization. The customer reported having a bent cannula on the infusion, leading to a high blood glucose of 670 mg/dl at the time of incident. The customer was hospitalized on (B)(6) 2017 as a result. The customer reported vomiting profusely in addition to dry heaving as symptoms of their high blood glucose. The customer was treated with an insulin drip and pen. The customer was disconnected from the insulin pump for less than 48 hours prior to the hospitalization. The customer was also legally blind and could not confirm the serial number of their pump. The customer declined to troubleshoot for their high blood glucose. The customer's blood glucose was 367 mg/dl at the time of the call. The customer's blood glucose was treated with the insulin pump. The insulin pump will not be returned for analysis.